Manufacturer narrative:
Concomitant medical products: d224drg ICD, implanted: (B)(6) 2011

Event description:
It was reported that the patient presented to the emergency room after alerts triggered for high impedance on the right ventricular (rv) and superior vena cava (svc) coils of the right ventricular (rv) lead. Impedances were also variable. It was also reported that the right atrial (ra) lead had low impedance and noise was noted on the electrogram with maneuvers. Reprogramming was performed and lead revision was scheduled. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.